Event description:
(B)(4) healthcare received a notice regarding the incident from the enduser, involving a steel forearm crutch, a product imported and distributed by (B)(4). While using the crutches to get to his car, the crutches allegedly broke causing the enduser to fall. He went to the emergency room due to pain, which allegedly got progressively worse. (B)(4) has been reaching out to the claimant for the product information to further investigate the complaint, however, this information is still not available at this time. Therefore we are unable to identify the manufacturer. This report is based on the information that was provided by the enduser.